Event description:
While wearing the sound processor, the pt reportedly had no sound percept. External equipment was exchanged. However, the problem was not resolved. The pt was seen at the clinic for evaluation. Testing performed confirmed that the pt's cii device was intermittently functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.